Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies were found.

Event description:
It was reported that patient's right ventricular (rv) lead exhibited loss of capture. High capture threshold was also noted. The lead was explanted and replaced. The patient was stable.